Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical int'l. The finished product is further assembled, packaged and sterilized by smiths medical int'l. The reporter indicated that sample were not available for return; however, photographs of the samples were examined. Photographs were of a subassembly with the male luer lock separated from the tubing. A solvent ring was visible, which indicates that solvent had been applied to the tubing. The dimensions of the tubing could not be determined from the photo. The root cause for the separation could not be determined. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA has been issued in regard to this issue. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
Reporter reported to smiths medical int'l that the luer lock end severed from the line. There was no pt injury or treatment reported with this event.